Event description:
The customer called and reported that the buttons on the insulin pump were not working properly. Customer's blood glucose was 98 mg/dl. It was stated, there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corner, reservoir tube, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.